Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Analysis was unable to test for low battery alarms or perform displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had cracked battery tube threads, reservoir tube lip, scratched reservoir tube window and display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that they received a button error alarm. The customer's blood glucose was 309 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose by bolus. The customer's father stated that they were able to clear the alarm. The customer's father also reported that the insulin pump had crack around the battery compartment. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.